Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The integrated electrosurgical generator unit (iesu) was analyzed and tested in normal mode with an in-house system. Failure analysis investigations confirmed and reproduced error code c-34.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar energy was not working. The customer had tried another energy cable, moved the energy cable to another monopolar port, replaced the grounding pad, and power cycled the integrated electrosurgical generator unit (iesu); however, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and identified c-34 errors on the iesu pointing to a high frequency (hf) low voltage issue. The tse recommended to use an external force triad generator if needed. The site continued with the procedure as planned. There was no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the site continued with only bipolar function and completed the procedure robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting that monopolar energy was not working, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse powered on the integrated electrosurgical generator unit (iesu), and error c-34 occurred. The fse replaced the iesu to resolve the reported problem. The system was tested and verified as ready for use. Isi has received the iesu for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.